Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9349597, medical device expiration date: n/a, device manufacture date: 2010-02-18, medical device lot #: unknown (0131130 was reported, however, this is not a lot # for this product.) Medical device expiration date: unknown, device manufacture date: unknown". Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user area code. (B)(4). Investigation summary: a complaint history check was performed and this is the 1st. Related complaint for incorrect/missing label information on lot # 9349597. Unable to perform complaint lot history check due to an unknown lot number for incorrect/missing label information. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle, incorrect/missing label information) was captured and addressed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that prior to use with a bd ultra fine¿ pen needles user discovered that label information was missing. The following information was provided by the initial reporter: (1 of 2 complaints) missing label content.